Event description:
During a routine preventative maintenance, error 99 (8000) was found in the event log. The cpu and power supply boards were replaced to resolve the error. After repair, the device met specification.